Manufacturer narrative:
Visual inspection performed by medacta hip r&d project manager: looking at the stem body some spots of opaque white film are visible on the stem body. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Batch review performed on 07-february-2025: lot 1909226: (B)(4) items manufactured and released on 17-03-2020. Expiration date: 2025-03-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years 8 months from primary, the patient undergone revision of the stem due to aseptic loosening. The head was also revised. Surgery was completed successfully.